Manufacturer narrative:
One hemosphere monitor was received for a full examination at the original manufacturer. The device evaluation is still ongoing, upon completing the evaluation a supplemental report will be sent with the investigation results. Additionally, patient demographics were unable to be obtained.

Manufacturer narrative:
Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this hemosphere monitor, inconsistent co (cardiac output) and ci (cardiac index) data measurements were obtained. Co drifted from values that were normal for the patient's clinical condition (5.0) to values that were at odds with their clinical condition, varying from 2.3 to 7.2 within a few minutes and making the measurement unreliable. No alarms or error messages were displayed. The cardiac output cable was checked and an in vivo calibration for svo2 (mixed venous oxygen saturation) was performed to try to solve the problem. Additionally, the monitor was turned off and on, but the issue persisted. Finally, the problem could be fixed replacing the monitor. There was no allegation of patient injury.

Manufacturer narrative:
The hemosphere monitor involved in this case was returned for evaluation. During production inspection it was found that the touchscreen display was cracked near the power button. Nevertheless, swan ganz was connected to hemosphere instrument and the verification test ran in each port for more than two hours. Cardiac output (co) values remained within parameters. No errors were observed. Evaluation results revealed that the reported event of incorrect values was unable to be confirmed. However, physical damage on screen was found. Based on this assessment it could be determined that the cause of this failure could potentially be associated to handling of the device by the end user.